Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and "implant removal from textured to smooth due to the concerns of the product". Device has been explanted.

Event description:
Patient reported right side deflation and "implant removal from textured to smooth due to the concerns of the product". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two striated assessed as surgical damage. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface. White calcification in the surface of the shell.